Event description:
It was reported that during a laparoscopic cholecystectomy procedure, malformed staples like a hook. The staples jammed. No further information is available. They took a new instrument to complete the procedure. There was no patient consequence. One device will be returned.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.